Event description:
Customer reported receiving a blood glucose reading of 193 mg/dl and a sensor glucose reading of 131 mg/dl. Customer stated that these differences between sensor and blood glucose readings have been being returned for two weeks prior to the call. Customer stated that within several days before the call, the readings had been off by 100 points. Blood glucose level was 184 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.